Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the keypad was found to be torn at the up arrow keypad button. Evaluation revealed that the ok keypad button was intermittently responsive. There was evidence of keypad contamination found under the ok keypad button. Additionally, investigation revealed that the battery compartment was cracked and the display screen was dim, fading, and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that the keypad buttons were intermittently responsive, there was contamination under the button contacts, the display screen was dim/fading/discolored, and the battery compartment was damaged. This report is made based on results of investigation completed on (B)(4) 2015.